Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. There was no button error alarm on the device. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was around 117 mg/dl. Customer stated that they received the button error 2 weeks ago and were able to clear it; however they cannot clear it at this time. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.